Event description:
MFR cannot currently determine root cause, as the customer has not provided the affected device for investigation and evaluation. Customer has indicated that they simply wanted to let MFR know of this one time incident and that the device remains in use in the or and was never taken out of svc and since has been without any further incidents. Dr at customer site stated that, "he would guess that the integrity of the signal was most likely affected due to motion artifact during the orthopedic surgery." MFR has asked to be immediately notified if the customer experiences any re-occurrence of the reported event. In addition, MFR will follow up with the customer monthly for three mos to check on operation of device and to see if any add'l events have occurred. The reasonable life expectancy of this device is ten (10) to fifteen (15) years. The anticipated failure rate or mean time between failure (mtbf) for the tram module product is 4,679 days. The calculation used data from MFR's svs database and a weibull 2 analysis with a 95% lower confidence level. The tram module contains a battery that has a typical life of seven and one half (7.5) years when the module is stored at 20 degrees c unpowered. The battery life is 5 years during normal use of the product (when the tram module is plugged in and in use) due to higher temp when operating. When the battery voltage falls below the low battery detection threshold, the user is notified with a "service monitor - low battery" message on the solar 8000m host display. Battery svc info is provided in the tram svc manual.

Event description:
Customer reported that the monitor allegedly falsely provided elevated blood pressures with narrow pulse pressure, confusing the intraoperative diagnosis of acute hypovolemia and hypotension. Manufacturer's investigation is ongoing. At this time, manufacturer has not received any additional information, allegation or claim that would support that the reported situation is attributable to the device. The date of the event described in the medical device report was dec, 2004. Manufacturer was received information about the reported event form the FDA, via user facility report, dated march, 2005 and received march, 2005. To the best of the manufacturer's knowledge, the device is currently still in use at the customer's facility. This information will be provided in manufacturer's follow-up report which will be provided within the next thirty (30) days.

Event description:
Monitor falsely reported elevated blood pressures with narrow pulse pressure, confusing the intraoperative diagnosis of acute hypovolemia and hypotension.